Event description:
The customer reported to customer service that her breast pump was producing low suction.

Manufacturer narrative:
Customer service performed troubleshooting with the customer over the phone and walked her through a rinse procedure, but there was no change to the suction; a replacement pump was sent to the customer. On (B)(6) 2011, an email was sent to the customer, checking up on the status of returning the pump. On (B)(6) 2011, the customer responded to the email, indicating that she would be sending the pump soon, but has been dealing with mastitis. On (B)(6) 2011, she confirmed that she developed mastitis which for which she saw her physician. She indicated that she has since recovered, the replacement pump is working without issue and she will return the original pump. Her original pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wamback, 4th edition, page 294)]. Because the pump has not been received and tested/analyzed, the cause of the issue cannot be determined. Additionally, it cannot be definitively concluded that the pump did or did not cause or contribute to the customer's mastitis. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. Complaints will be monitored for similar issues and a CAPA will be initiated as necessary.